Manufacturer narrative:
This report is submitted on august 6, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and pain. Reprogramming attempts were made; however, the issue could not be resolved. It was confirmed that multiple electrodes had open circuits, resulting in no sound perception for the patient with device use. The implanted device remains. Surgery has been scheduled to explant the device however this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was not reimplanted with another device.

Manufacturer narrative:
This report is filed on may 13, 2019.